Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Na.

Event description:
It was reported as a general comment that the whole suture came out unraveled when the plunger was pulled out. Hemostasis was achieved with a new proglide device. No specific case details were provided as this was a general comment complaint. No additional information was provided.